Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the patient moved and was cut when placed in the mayfield infinity xr2 skull clamp (a2114). No delay in surgery has been reported. Additional information has been requested regarding patient injury.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Additional information has been received as follows: 1.what was the length of time the product was in use before the event the clamp was on for approximately 15 minutes when the patient's head slipped out. 2.was there any surgical delay in the procedure? . There was at least a surgical delay of 40 minutes while we changed to use the other system. 3.what action was taken after the product problem occurred? (E.g. Adjustments made, replacement of device, etc.) .the patient's head was immediately supported by dr. Obasi and we applied pressure to slice in the scalp. Staples were used to close the approximately 2" laceration. 4.extension of the injury. Deep laceration approximately 2" that needed to be closed with staples. 5. Do you have pictures of the injury? No pictures were taken.. 6. What was the outcome for the patient, how is the patient doing now? The laceration healed well. Investigation findings: the mayfield infinity xr2 skull clamp (a2114 ) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis- complaint confirmed via inspection of the unit. Unit received had the 80lb torque knob disassembled and cleaned thoroughly due to having residue build up inside it. Both the right and left pawls was replaced due to wear. The set screw was replaced due to the index knob being too loose. Unit was received with a black case and two adult rocker arm assemblies. General maintenance and cleaning performed. All worn components were replaced with new parts. Further investigation by quality engineering confirms the s&r evaluation, no additional device deficiencies noted. Root cause- probable root cause is routine use and wear. The 80-pound torque knob was seized and would not move. The unit required disassembly, cleaning, and replacement of worn parts. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.